Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 8/6/2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: complaint product was received. It was returned in its original packaging. Upon evaluation of the device, the plunger was in a partially advanced position, and the pushrod looks centered. All the components were correctly assembled, and no defect related to manufacturing process was identified. Traces of lubricating material was observed in the cartridge. The lens was not returned for evaluation as it was removed from the device and then manually loaded in platinum system and to be implanted and remains implanted. The tip of cartridge was cracked/damaged. The reported issue of cartridge tip cracked/damaged was verified; however, due to the conditions of the sample returned it is not possible to determine if the reported issue is related to handling or to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed three additional complaint was received from this production order. One for dc-delivery issue, second for dc-folding issue and they are ongoing. A third file for dc-cartridge tip cracked/damaged, delivery issue and was voided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Pt info: unk. If explanted, give date: not applicable, as lens remains implanted. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while the doctor was inserting the preloaded device into the patient's left eye, the cartridge broke/cracked. The intraocular lens (iol) did not fully advance from the tip. Apparently, the tip cracked and did not advance the iol. The iol was then manually loaded in platinum system. The procedure was completed using the same iol with platinum cartridge and injector. No other information was provided.